Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has leak from reservoir. It was also mentioned that the customer was just trying to fill a reservoir and when she finished she saw insulin had dripped out of the reservoir. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Unable to verify transfer guard anomaly. Performed pre-fill reservoir test using a new lab transfer guard, per dop114-811 and des8654. Found reservoir no leakage anomaly during filling. Also ran basal bolus leaking test per dop114-811 as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm pump. Conclusion: reservoir not leaks. (B)(4).